Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred when loading a cartridge onto the pump. Reportedly, the cartridge was filled with 225 units. The customer's blood glucose level was not impacted. The customer loaded a new cartridge successfully and resumed insulin delivery.